Event description:
Doctor mentioned that he may have an inflammatory calaxo screw reaction. At 8 months, there was an egg shaped swelling on the medical incision site of the tibia. The surgeon taped the joint concluding that it was not infected. He aspirated the swelling in the office and it had a thick whitish/yellowish look. There were 300,000 white cells and no organisms, so he thinks it may be a foreign body reaction. He opened the patient up in the operating room and there was no evidence of the screw (8 or 9 x 30) in the tunnel, but the graft was still there.

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.